Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device trained customer reported the suspect device/component will be re-worked with a replacement uim. However, no uim component is available for analysis. In the event that the uim is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent end of life user interface module (uim) display. The customer stated no patient involvement with this event.